Manufacturer narrative:
Results: the distal portion of the catheter appears to be stretched approximately 18.0 cm from the distal tip including the stretched material. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the physician could not manipulate the 3max catheter as he planned. He tried to pull back the 3max catheter but could not. The evaluation of the catheter revealed stretching and material deformation at the break site. Based on the description of the event and the evaluation of the device, it appears that the catheter became lodged inside the 5max catheter possibly due to a kink or ovalization in the 5max catheter, causing resistance between the 3max and 5max catheters. When the physician attempted to pull the 3max catheter against this resistance, the force used was greater than that of the tensile strength of the material, causing the catheter to break. The 5max catheter was not returned for evaluation and therefore it cannot be determined if damage to this catheter may have caused the damage to the 3max catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00447.

Event description:
Patient was undergoing thromboaspiration procedure. Optimo guiding 9f catheter, psc054, 3maxc, and traxcess micro guidewire were used. The physician could not manipulate 3maxc and attempted to remove, but could not. He withdrew the guide wire, 3maxc and psc054 all together. The operation continued with another 3maxc. Aspiration was completed and successfully recanalized the artery. After, angiography revealed that part of the 3maxc remained in the patient at the origin of the ic in a figure-eight shape. The 3maxc had broken about 5 cm form the distal tip, and the material was stretched at the sire. The physician retrieved the broken 3maxc with a snare. No adverse effect on the patient.